Event description:
A malfunction alarm was reported, indicated by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump.